Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that on 2 separate occasions insulin leaked from the insulin cartridge into the cartridge compartment of the infusion device after a couple of days of use. This occurred in mid (B)(6) 2009. He stated that on each incident, he removed the insulin cartridge and dried the cartridge compartment of the infusion device and then reinserted the same insulin cartridge. He stated that he does not reuse insulin cartridges and insulin was not leaking from the luer connection. He stated that he has never changed the adapter and he was advised to do so with every 10th insulin cartridge change. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.